Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. The sample consisted of approximately 2cm of catheter tubing. A visual inspection was conducted and a hole was identified. A photo was also received for a visual evaluation. A pd catheter attached to a titanium adapter was observed. The photo showed air bubbles inside of the tubing and a droplet of liquid outside of the tubing near the titanium adapter. According to the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter or components if they appear damaged or defective. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. Based on the photo received, the titanium adapter is not part of the catheter kit; therefore the titanium adapter was fitted on the catheter. Exposure to chemical agents and proximity to heat sources can lead to tubing tears. A possible root cause can be due to excessive force or improper use of a sharp object. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify nicks or cuts in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien that a customer had an issue with a dialysis catheter. The customer stated that during the initial placement of the pd catheter, the straight catheter was placed and liquid was observed. After returning to the sickroom, the families of the patient noticed that the patient's clothes and abdomen were soaked at 8:00 p.m. The doctor found that there was leaking near the titanium joint of the catheter. There was a hole. The hospital timely clamp the dialysis catheter with blue clamp. The next morning, the situation was reported to the staff of (B)(4). The sample will be returned for investigation.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.